Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it is capped off inside the pt. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if add'l info becomes available.

Event description:
It was reported this right ventricular lead was surgically abandoned (capped) as it exhibited intermittent non-capture and impedances of 100 ohms. No adverse pt effects were reported. The device was actively implanted for approximately 6 years, 7 months.